Manufacturer narrative:
A review of the device history record was performed with no anomalies noted. The system was evaluated at the user facility, the error did not duplicate, a complete functional check was performed, boot up and shut down of the system was performed several times and no problems were found. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The application specialist, while at the user facility in (B)(6), reported during the surgeons segment the following error message, "ultrasound module not tested" appeared. When selecting the button "test" the response was "calibration" and the system suspended completely. The system was restarted and functioned well. No patient impact.